Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use aspiration needle guidewire protruded from the tip of the needle, but it became stuck with a status that approximately 20 cm of the guidewire protruding from the needle. This event occurred during a therapeutic interventional endoscopic ultrasound procedure. The procedure was completed using a similar device. There were no reports of patient harm.